Event description:
The below report was received by health authority ansm (reference number: (B)(4).) On (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("lower back pain") in a 36 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, 665 days after essure insertion, she experienced back pain (seriousness criterion intervention required), alopecia ("hair loss"), asthenia ("asthenia"), arthralgia ("joint pain"), tendon pain ("tendon pain"), loss of libido ("loss of libido") and disturbance in attention ("impaired concentration"). Essure was removed on (B)(6) 2023. The patient was treated with surgery (to rmove essure). At the time of the report, all of the events were resolving. No causality assessment was received for essure with regard to back pain, alopecia, asthenia, arthralgia, tendon pain, loss of libido or disturbance in attention. The reporter commented: removal of implants: progressive but incomplete improvement of symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78 kg. [Heavy metal test] (date unknown): heavy metals revealed in hair analysis (tin and tellurium) based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) and (B)(4)) on (B)(6), 2023. The most recent information was received on (B)(6), 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("lower back pain") in a 36 year-old female patient who had essure inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6), 2016, the patient had essure inserted. On (B)(6), 2018, 665 days after essure insertion, she experienced back pain (seriousness criterion intervention required), alopecia ("hair loss"), asthenia ("asthenia"), arthralgia ("joint pain"), tendon pain ("tendon pain"), loss of libido ("loss of libido") and disturbance in attention ("impaired concentration"). Essure was removed on 31-mar-2023. The patient was treated with surgery (to remove essure). At the time of the report, all of the events were resolving. No causality assessment was received for essure with regard to back pain, alopecia, asthenia, arthralgia, tendon pain, loss of libido or disturbance in attention. The reporter commented: removal of implants: progressive but incomplete improvement of symptoms. New health autority reference number received: r2313685. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78 kg. [Heavy metal test] (date unknown): heavy metals revealed in hair analysis (tin and tellurium) quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6), 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.